Manufacturer narrative:
Product is not expected to be returned. Additional investigation is pending. The device mfg date is unknown. The date entered in MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor, stating that after 6 days of wear, the "skin was irritated and red and it hurt very intensive and it was pus under the skin". Customer further reported having contact with a doctor and stated the "sensor was detached and the skin must be cut". The doctor provided betaisodona (an antiseptic ointment containing povidone-iodine) to apply to the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaints and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor, stating that after 6 days of wear, the "skin was irritated and red and it hurt very intensive and it was pus under the skin". Customer further reported having contact with a doctor and stated the "sensor was detached and the skin must be cut". The doctor provided betaisodona (an antiseptic ointment containing povidone-iodine) to apply to the sensor site. There was no report of death or permanent injury associated with this event.